Manufacturer narrative:
(B)(4). Guide wire: boston scientific pt2; inflation: boston scientific encore; sheath: 6f terumo 25 cm. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulty was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, a 2.0x120x150 otw armada 14 balloon dilatation catheter (bdc) was introduced onto a non-abbott guide wire and into a non-abbott sheath via inferior mesenteric vessel access and advanced without resistance to a heavily calcified lesion in the chronically totally occluded moderately tortuous, right distal anterior tibial vessel. While the armada 14 balloon was inflated up to a pressure of 10 - 12 atmospheres (atms) without issue using a non-abbott inflation device with inflation held for 60 seconds, balloon deflation took several minutes and required additional application of negative pressure using the same inflation device. The armada 14 balloon was inflated again up to a pressure of 10 - 12 atms and held for 60 seconds, followed by recurrence of slow deflation. The armada 14 bdc was able to be completely deflated and was withdrawn from the anatomy without resistance. The procedure was completed using a mini trek bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.